Event description:
It was reported that the patient presented for a generator change procedure. The atrial lead was connected to the new pacemaker and the lead exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the capped atrial lead was explanted for unknown reason. The patient condition was unknown.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. Final analysis found that as received, only the connector portion of the lead was returned in one piece for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.